Manufacturer narrative:
(B)(4). Batch # unk. As a lot/batch was not provided, a device history could not be performed.

Event description:
It was reported that during the low rectal surgery, set the orange indicator at 1.5mm staple height. After fired, found the staples malformed. Another device was used to complete the surgery. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Photographic analysis: picture received shows a plastic bag inside two malformed staples can be appreciated. Based on the photo alone the event describe is confirmed.